Manufacturer narrative:
Follow-up # 1 ¿ (04/14/2015). The patient¿s meter has been returned on 3/18/2015 and evaluated by lifescan product analysis on 3/30/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to state when the inaccuracy first occurred but stated that they had obtained a subject meter result of ¿90mg/dl¿ which they compared to a result on a onetouch ultra meter of ¿58mg/dl¿ taken within 30 minutes of one another. The patient regulates their diabetes by self-adjusting their insulin dosage, and it is not known if they had made any changes to their routine prior to the alleged inaccuracy. The patient stated that ¿minutes¿ before the alleged inaccurate high result they had experienced ¿blurred vision¿ and immediately self-treated this by eating chocolate. The patient stated that they felt better ¿5 minutes¿ later. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting and an approved sample site was being used. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. Although the patient experienced ¿blurred vision¿ there is no indication that the subject meter caused and/or contributed to this symptom since this symptom occurred before the alleged product issue started. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.